Manufacturer narrative:
The date the patient performed apd therapy: (B)(6) 2020. The reported product is an unknown baxter cassette. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was not reported; however, it was reported the patient observed pd fluid on their table and floor after apd therapy with use of a homechoice cassette. It was not reported if the patient was hospitalized for the event. The patient was treated ¿as per protocol for an open contamination due to possible fluid leak in the system¿. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Correction: a1, a2, a3, b3, b6, d11 additional information: b5, d1, d4, g5. B5: upon follow up it was reported the patient was treated with unspecified antibiotics for the peritonitis event and was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, d10, h3, h6 and h10. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed with no issues noted. The reported condition was not verified. The product was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.